Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife reported via phone call high blood glucose levels. Customer's blood glucose level was 590 mg/dl. Troubleshooting for the high blood glucose levels was performed. Customer advised they wanted to hang up and contact the healthcare provider for assistance with the high blood glucose levels. Customer was advised that troubleshooting can be performed at a later time to verify pump function when customer is feeling well.